Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting and may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Additional change data: weight a4, weight units (patient) a4, catalog number d4, serial number d4, and unique identifier (UDI) d4.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting elite treatment to the low abdomen and flanks on (B)(6) 2022 using the curve 120, curve 150, surface 150 and presented with pah 3-5 months post treatment.